Event description:
The pt was revised because of osteolysis, wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the lot. The investigation could not verify or draw any conclusions about reported device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.